Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Intra-operatively, the needle broke. Another like device was used to complete the procedure. No patient consequences were reported. Additional information has been requested.